Manufacturer narrative:
(B)(4). Meter will not return, customer is satisfied with meter reading results. Most likely underlying root cause of malfunction:strip issue or/and sample issue.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 139mg/dl fasting. Verified the strips expire 9/24/2016. Customer confirms the strips have been properly stored and were first opened 3/2/2016. Customer performed a blood testand obtained a 57mg/dl. Reviewed meter memory: (B)(6). "Customers concern: concern with 66 on (B)(6) 2016 11:27:00 pm." Customer called stating that did not know if his meter was reading his blood sugar right as he received a result of 66 mg/dl (which he felt was too low). His expected blood sugar levels should be less than 139mg/dl based on a chart given to him by his healthcare professional. I attempted to have him run a back to back blood test, but after encountering several e-0 error messages, he finally obtained a result of 57 mg/dl (hadn't eaten anything since the morning). He decided not test again. Customer refused replacement offered. The customer states he now felt it was working accurately, after running the quality control test.